Event description:
In 2008, the pt reported that when he uses his side as an infusion site he wakes up in the morning with elevated blood glucose readings. He stated that this morning, his blood glucose measured 210 mg/dl and he felt groggy. His normal blood glucose level is 98-110 mg/dl. He bolused and lowered his blood glucose to 180 mg/dl. He stated that he is very thin and muscular and has a surgery scar across his abdomen. He reported that in 2007, his infusion site was inserted too closely to the scar and the coughed so hard, he pushed the infusion site out of his body. His blood glucose elevated as a result and he inserted a new infusion site and bolused to lower his readings. He stated that in the past the cannula appears to be bent or cracked when it is removed from his body. The pt did not require medical assistance from a healthcare professional or second party to address the issue. He was sent samples of a different type of infusion set to use. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.